Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules and tyndall effect are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect).

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with juvéderm ultra plus xc. About 13 months later, the patient developed hard nodules on the left nasolabial folds. Hyaluronidase was administered. Two months later, no improvement was noted so hyaluronidase and intralesional steroids were given. Approximately 5 months after that, the nodules were still present progressing to the right nasolabial folds and a ¿bluish tyndall effect¿ appeared in the area. Patient had been injected with a non-allergan, semi-permanent filler 10 years prior to the juvéderm ultra plus¿ xc injection which the healthcare professional feels this ¿may be the problem.¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information: patient was also injected in the lmf with juvéderm ultra plus xc. The healthcare professional did not feel that treatment was necessary to prevent permanent damage.